Manufacturer narrative:
(B)(4). Guide wire: balance middleweight; sheath: 6 french; stent: 3.5 x 23 mm xience alpine. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the 4.0 x 23 mm xience alpine stent was implanted at the proximal rca and additional intervention was being performed distal to that stent. As the vessel diameter was large at the proximal lesion (resulting in the reported difficulty to position) additional post-dilatation was performed to fully appose the stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x15 xience alpine is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat target lesions in the right coronary artery (rca). Pre-dilatation was performed and a 4.0 x 23 mm xience alpine stent was implanted at the proximal rca. Post-dilatation was performed and a 3.5 x 23 mm xience alpine was implanted at the distal lesion, overlapping the first. Post-dilatation was performed. It was noted that the most distal portion of the lesion remained untreated. Additional post-dilatation was performed at the 4.0 x 23 mm xience alpine stent, to fully appose the stent as the vessel diameter was large at the proximal lesion. The 3.5 x 15 mm xience alpine stent was advanced, and resistance was noted advancing through the 4.0 x 23 mm xience alpine. The 3.5 x 15 mm xience alpine was removed and it was noted that the stent dislodged from the balloon. A snare device was able to pull the dislodged stent to the radial-ulnar artery bifurcation; however, the stent moved into the ulnar artery. A 1.5 x 15 mm non-abbott dilatation catheter was inflated at the dislodged stent was able to pull the stent to the radial artery, where it was retrieved with a snare device. There was no adverse patient effect and no clinically significant delay. Post procedure, the patient was doing well. No additional information was provided.